Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, swelling, decreased function, decreased range of motion, and nickel allergy. The surgeon noted after interrupting the cement-implant interface of the tibial tray, the component easily popped out. All components were revised. Two depuy cement products were used during the primary operation. The operation was for bilateral knee revision. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.